Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. Needle breakage radiographic examination did not reveal the breakage of the needle tip in the patient, and the breakage tip was not finally found. The event resulted in an extension of surgery time by approximately 45 minutes and additional radiation injury to the patient due to roentgenographic screening. No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 10/16/2024. H6: component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: is there any plan to search for the needle piece in the future? Were there any patient consequences? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an open foil labeled as vcp359, two needles are visible in one image, one of the needles is broken in the tip area. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2024 and suture was used. At 8:46 am, after the removal of uterine fibroids during surgery, the doctor sutured the patient's uterus with suture. The suturing process was carried out in accordance with the suturing operation specifications and product instructions. When the 11th needle was sewn, it was found to be difficult to insert the needle. Upon careful inspection, it was found that the needle had broken and no residual needle tip was found. The residual needle was taken out and compared with a needle of the same specification, and the missing needle tip was about 2-3mm. On stage, a needle finder was used to search for the abdomen, but no broken needle tips were found. Various instruments were also searched, and suction bags and suction tubes were not found in the audience. During the surgery, no broken needle tips were found in the upper and lower abdomen, so it was decided to close the abdomen and end the surgery. Notify the patient's family to undergo postoperative CT examination. After the surgery, the surgical dressing was searched again and the broken needle tip was not found. The patient underwent postoperative CT examination and no broken needle tip was found. Due to the breakage of the suture needle, the surgical process was delayed for about 45 minutes. There were no patient consequences reported. Additional information was requested.